Event description:
It was reported that the patient presented in-clinic for a device check. The patient complained of not feeling well and lack of energy due to a recent surgery unrelated to device. Intermittent post-paced t-wave oversensing was observed via egm. Programming changes were made, and no further issues were seen. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.